Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged that the patient experienced serious physical damages, including bowel perforation, bowel resection and fistula. In regards to fistula, fistula is listed as a known possible adverse reaction in the instructions-for-use. While it is alleged that the patient's composix kugel mesh contracted and buckled, no sample has been returned for evaluation, therefore, the allegations can not be confirmed and the reason for them can not be determined. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent hernia repair using a composix kugel hernia patch. The attorney alleges that the composix kugel subsequently contracted and buckled and perforated the patient's bowel resulting in serious physical and economic damages, including open surgery, bowel resection and fistula.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged that the patient experienced serious physical damages, including bowel perforation, bowel resection and fistula. In regards to fistula, fistula is listed as a known possible adverse reaction in the instructions-for-use. While it is alleged that the patient's composix kugel mesh contracted and buckled, no sample has been returned for evaluation, therefore, the allegations can not be confirmed and the reason for them can not be determined. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of the medical records provided finds a patient with a complex medical / surgical history significant for type ii diabetes, dvt and multiple abdominal surgeries. Medical records show the patient was non-compliant with prescribed antibiotics post implant. The patient was diagnosed with multiple adverse complications and eight years post-implant of composix kugel hernia patch underwent subsequent surgical intervention which included removal of the patch and a small bowel resection. Note the patient's attorney alleges perforation (life threatening), however, there is no indication in the medical records provided that a perforation occurred. The operative details states, ¿the mesh (ck) had been contracted. The explanted composix kugel hernia patch was not returned to the manufacturer for evaluation. Adhesions, fistula formation and inflection are known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent hernia repair using a composix kugel hernia patch. The attorney alleges that the composix kugel subsequently contracted and buckled and perforated the patient's bowel resulting in serious physical and economic damages, including open surgery, bowel resection and fistula. Addendum per additional information provided: attorney alleges that the patient experienced abscess, adhesions, bowel obstruction, perforation, resection, infection, mesh migration, mesh shrinkage, pain, chronic sinus tract and emotional injuries. Per provided medical records: (B)(6) 2008 - patient was diagnosed with ventral incisional hernia and was scheduled for hernia repair with composix kugel hernia patch. Per operative notes, ¿a transverse incision was made over the mass and multiple hernia fat was dissected. There were 3 fascial defects which were made as one. The fascia was dissected from the subcutaneous tissue and an adhesion in the intra abdominal cavity was lysed¿. A bard/davol composix kugel hernia ¿mesh 16x10cm was placed inside the peritoneum and this was sutured to the abdominal wall and tagged to the abdominal wall. Then the fascia was closed in transverse fashion using 0 ethibond interrupted sutures¿. (B)(6) 2015 - patient visited hospital for redness of surgical site; and stated that there was swelling and redness in the in llq at the site of previous mesh hernia repair, was previously prescribed augmentin but had not taken them continuously. There was concern for cellulitis and lower suspicion for mesh infection. Augmentin was prescribed for 6 weeks, CT to be performed after one month. (B)(6) 2016 - patient underwent CT-guided drainage. (B)(6) 2016, patient presented with fever, chills and body ache; had complaints for abdominal pain, recurrent induration and cellulitis ((B)(6) 2015); augmentin was suggested. (B)(6) 2016 - patient was diagnosed with chronic mesh infection, enterocutaneous fistula and was scheduled for surgery. Per the operative notes, ¿immediately, there was some dense adhesion of the inflammatory tissue that could be palpated just deep to the umbilicus adherent to the mesh. A midline incision was opened up carefully, to about 5 cm below the umbilicus. The mesh (ck) had been contracted. There were omental adhesions, colon and small bowel to the mesh. Lysis of adhesion was performed... Fortunately, the transverse colon was able to be mobilized away from the mesh without any difficulty. Ultimately, there was found a loop of proximal ileum, which was adherent to the mesh. This appeared to be the source of the fistula. This en bloc resection of the mesh, abscess cavity and small bowel was then performed. Gia 80 stapler was used to transect at least a 7 or 8 cm segment of small bowel to be removed. Mesh then was able to be removed. There was a chronic sinus in the skin and subcutaneous tissues and this was excised in ellipsoid fashion in the left side of the abdominal incision." (B)(6) 2016 to (B)(6) 2016 - patient had post-op visits for abdominal wall swelling, abscess, fluid collection and drainage.